Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff had persistent possible helium loss 3(2) alarms. The staff stated the message was still displayed even after restarting the pump. There is no blood noted in the driveline. As a result, a second pump was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "helium loss alarm" is confirmed based on the picture provided in the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff had persistent possible helium loss 3(2) alarms. The staff stated the message was still displayed even after restarting the pump. There is no blood noted in the driveline. As a result, a second pump was used. There was no report of patient complications, serious injury, or death.